Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-08783. It was reported that stent thrombosis and patient death occurred. In (B)(6) 2015, the patient presented in the emergency room (ER) department for chest discomfort. Initial echocardiogram (ECG) was normal. While in ER, the patient had a few episodes of recurrent chest pain. The last episode of chest pain was persistent and repeated ECG showed significant change in the ECG with markedly elevated st segment in the anterior lateral leads also involving the inferior leads. In light of this, the patient was taken emergently to the cardiac catheterization laboratory. Emergent heart catheterization was performed followed by left ventriculogram. Angiogram reveals lmca without angiographic obstructive disease but bifurcates into lad and lcx. Lad has a proximal 20-30% focal stenosis and then mid vessel segmental long area of 95-98% stenosis. Distal vessel wraps around the apex and the vessel became a small caliber. First diagonal branch was 2.0mm artery without disease. Second and third diagonal branch were 1.0-1.5mm arteries with minimal luminal irregularity. The lcx was 3.0mm artery in the proximal portion and then early mid subtotal was 99% stenosed with timi 1 flow beyond this site. There were two branches beyond this area of occlusion noted. The angiogram revealed the right coronary artery (rca) with mid vessel 30% segmental disease. The right posterior descending artery (pda) and right posterior left ventricular branch (plv) have minimal luminal irregularity. It was a right dominant coronary supply. Notes was right to left collateral supply from the rca to the obtuse marginal. Left ventriculogram was performed. The ejection fraction was grossly estimated as 40% with anterior wall hyokinesis. Left ventricular end diastolic pressure (lvedp) was 21mmhg. No gradient across the aortic valve on pullback. The diagnostic catheter was then exchanged for a 3.5 voda left curve guide catheter. Intravenous bolus of heparin was given. The lad at this point had timi 3 flow but was noted with significant coronary stenosis. The lcx was occluded. A non-bsc guidewire was advanced into the lcx and multiple attempts were made to cross the lesion but was unsuccessful. The wire was exchanged with another non-bsc guidewire but was also unsuccessful. Hence, the wires were removed. The wire was then redirected into the lad. Predilation of the early mid lad was performed using a 2.5x15mm emerge balloon catheter that was inflated to 4 atmospheres then to 5 atmospheres, deflated and then removed. Subsequently, a 2.25x32mm ion stent was positioned in the mid lad, deployed at 8 atmospheres, post dilated to 10 atmospheres which is 2.16mm. Stent balloon catheter was then deflated, was withdrawn 3mm proximal and post dilated to 15 atmospheres which is 2.41mm. Stent balloon was again deflated and was removed. Angiogram reveals timi 3 flow. A second stent was deployed at 14 atmospheres which is 2.69mm. Stent balloon catheter was then advanced to the overlapped portion, inflated at 11 atmospheres which is 2.54mm. The stent balloon was withdrawn to the proximal stent edge, inflated to 18 atmospheres which is 2.85mm. Stent balloon was deflated and removed. At this point, a 3.0x8mm quantum apex balloon catheter was then positioned in the ostium of the stent, inflated to 20 atmospheres which is 3.16mm. Stent balloon catheter was then deflated and removed. Wire was withdrawn. Subsequent angiogram reveals timi 3 flow. Initial area of critical stenosis reduced to 0% residual. The lcx continues to be occluded with right to left collateral. Recommendations include 90mg brilanta twice daily, 81mg ecotrin daily, 30mg imdur daily, 20mg simvastatin daily with metoprolol. Intravenous hydration and admit to critical care unit (ccu). Approximately 8 months later the patient presented with stent thrombosis with 100% occlusion of the mid lad after a small diagonal branch artery. The diagonal branch was a 2.0mm artery with minimal luminal irregularity. The lcx at 3.0mm artery in the proximal portion with 100% mid vessel occlusion. With this, the patient has no pulse. Cardiopulmonary resuscitation (CPR) continued. The wire was then advanced into the lad. Thrombectomy was performed with a non-bsc catheter. The repeated angiogram shows again occlusion of the lad. Half bolus of integrillin was delivered into the vessel. A 2.5x15mm emerge balloon catheter was then advanced and the vessel was dilated and was then withdrawn. Repeated angiogram revealed occluded vessel. There was no pulse. The patient was in pulseless electrical activity (pea). A transvenous pacemaker was then quickly advanced. There was no capture despite 10-20ml of pacer in pulse. At this point, resuscitative attempts were discontinued. Pacemaker was turned off. The underlying rhythm shows asystole. The patient had no pulse, did not response to any verbal or pain stimuli. The ventilator was discontinued.